Event description:
It was reported that during a procedure, the ligasure device was not cutting as desired. Sutures were used to control the bleeding. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation along with the device in MDR 1056128-2012-00040, as both devices were used in the same procedure. A visual examination of the returned device revealed eschar buildup on the jaws. The device also had a staple wedged in the "v" opening section of the jaw where the blade comes out. Once the staple was removed, the blade was able to retract and all handle mechanics became functional. The device passed all cut and coagulation testing. Stryker sustainability solutions' instruction for use state: "do not engage the cutting mechanism over metal objects such as sutures, clips and/or staples, as damage to the cutter may occur." "Do not attempt to seal over clips or staples as incomplete seals may be formed." "Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.